Event description:
It is reported that during surgery on an unknown date, a drill guide was broken. This issue occurred during a surgery while being used on a patient. No further information is available at this time. This is report 1 of 1 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted the device was returned because the drill guide was broken. The product was received at service and repair who conducted a visual evaluation and determined that device could not be repaired. A warranty replacement was sent to the customer. A review of the device history records has been requested. There is no further information available on this event. If any other information is received this will be reported via a supplement. Placeholder.

Event description:
Updated information, normal warranty items and no patient involvement.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making a review of synthes device history records for manufacturing revealed no complaint related issues. Updated information, normal warranty items and no patient involvement.